Manufacturer narrative:
Continued initial reporter phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported right side "capsular contracture, baker grade iii/IV." The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: "analysis of the returned device identified: weight to the spec, deformation device and crease fold. No other observations observed. Based on the device analysis the final assessment is: no issues found related with the manufacturing process."

Event description:
Healthcare professional reported "capsular contracture, baker grade iii" against right device. The device has been explanted.